Manufacturer narrative:
The device history record could not be reviewed because the consumer did not provide lot code info. Samples were not returned for investigation.

Event description:
Consumer stated on the 4th day of her cycle she removed a tampon and it came out rather shredded, like the top cover came off the tampon and fibers remained within. On the 5th day of her cycle, she developed nausea, high fever, severe abdominal cramps, and back pain. She went to the ER and left without treatment due to the business of the ER. On the 6th day of her cycle she passed a piece of blood soaked cotton the size of half of a cotton ball. Her gynecologist did an ultrasound to make sure it was not a miscarriage. The gynecologist indicated this was the start of toxic shock syndrome (tss) and put her on augmentin. The consumer is also taking ibuprofen for abdominal pain.